Event description:
It was reported that a st-segment elevation and ventricular tachycardia occurred post procedure. During a pulmonary vein isolation (pvi) and posterior wall isolation (pwi) procedure for the treatment of atrial fibrillation and atrial flutter, the physician performed adjunctive cavotricuspid isthmus (cti) ablation using a farapoint catheter. Prior to the cti ablation, the patient received a total of 2 mg of nitroglycerin. The physician delivered 18 applications to the cti, confirmed bidirectional block, and proceeded to close. At this point, all vascular sheaths had already been removed for approximately five minutes. After closure, anesthesia began waking the patient. During emergence from sedation, st-segment elevation was observed on the ECG. The patient experienced brief runs of ventricular tachycardia, which self-terminated. In response, the physician administered an additional 1 mg of nitroglycerin, resulting in resolution of the st-segment elevation and return to normal sinus rhythm. Protamine was then administered for heparin reversal. The patient had no significant comorbidities that would predispose them to this event. Although the exact cause of the st-segment elevation could not be definitively determined, the physician attributed it to coronary spasm related to the cti ablation with the farapoint catheter during recovery from sedation. The patient fully recovered, exhibited no persistent ECG abnormalities, remained hemodynamically stable, and did not require hospitalization beyond standard post procedure care. The patient was discharged home the same day.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.